Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(4) for the return of the device for evaluation. As of the april 03, 2015 the device has not been received. Once the device has been received and evaluated, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in the (B)(4) on behalf of the user facility in the (B)(6). "On powering up/switching the sipap on the a/c power light is orange and not the green expected. After about 30 seconds the sipap intermittently turns off/loses the display. This doesn't happen every time. The red alarm banner also sometimes illuminates/alarms. Checked all a/c input fuses and fuses on main pcb - all ok. Voltages of power rails checked ok. Checked/re-seated all internal cables on main pcb/ front panel/power supply. Tried new front panel ribbon cable - same fault. Orange a/c light is on even when a/c plug is disconnected from wall mains supply. A/c light is sometimes off/blank when a/c is plugged in. This fault first occurred on same sipap on (B)(6) 2015 (under warranty), then seemed to disappear!"

Manufacturer narrative:
Failure analysis: sipap unit pn: 675-cfg-004 sn: (B)(4) was received from factory service after factory service technician performed an investigation and had parts replaced for troubleshooting, to which the technician found a defective main processor pcba pn: 52690 sn: (B)(4) as the cause of the reported issue and found a separate issue with the led ambient light pcba pn: 52710 lot # m36521-001-0076 as the cause of failing test section 6.2.2 (for led not illuminating when ac is connected). After receiving the items noted above the fa lab requested further information about the findings to which the complete unit was eventually sent to the fa lab with all new pcba¿s and with the blender having gone through a complete overhaul. Note: the reported issues were as follow (5 in total); when turning on unit the a/c led is orange rather than green, after 30 seconds the display goes blank intermittently, the alarm banner sometimes comes on, orange led comes on when a/c is disconnected and lastly the a/c led intermittently turns off with ac connected. The factory service technician addressed only one of these reported failures (power led being orange) and noted the a/c led being off with a/c connected as a separate issue. Reported issues #2, #3 & #5 are all related to the main processor pcba which was caused by the damaged receptacle pins on location sk1 (connects a/c signal via flat cable to the alarm pcba) causing an intermittent connection. Findings/root-cause: reported power and led failures were caused by damaged receptacle pins on connection sk1 pn: 70660 on the main processor pcba causing intermittent a/c connection issues causing a blank screen, a/c led failure and alarms. The reported issues of the ¿orange led¿ are actually related to the patient trigger xdcr which is actually yellow not orange. This illuminates during each power-up and is normal.